Manufacturer narrative:
Main investigation conclusion: an event of "dissection of the vessel " was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressurewire instructions for use (IFU) states that vessel dissection is a potential complication which may be encountered during all catheterization procedures

Event description:
After stenting of the proximal lad lesion, the ffr wire was reintroduced into the distal lad lesion. The pressurewire caused a dissection of the vessel which caused an abrupt closure and acute myocardial infarction. The event was resolved with sequelae. The patient is enrolled in the full revasc clinical study (patient ID): (B)(4).

Event description:
After stenting of the proximal lad lesion, the ffr wire was reintroduced into the distal lad lesion. The pressurewire caused a dissection of the vessel which caused an abrupt closure and acute myocardial infarction. The patient is enrolled in the (B)(6) clinical study.